Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection and underwent an explant procedure. The patient still suffered from the procedures from implanting and explanting the device.

Event description:
It was reported that the patient developed an infection and underwent an explant procedure. The patient still suffered from the procedures from implanting and explanting the device. Additional information was received that the patient developed back pain after the implant procedure.

Event description:
It was reported that the patient developed an infection and underwent an explant procedure. The patient still suffered from the procedures from implanting and explanting the device. Additional information was received that the patient developed back pain after the implant procedure. Additional information was received that following the patients explant procedure, the patient is still in terrible pain.